Event description:
Client using wheelchair due to injuries sustained in moped accident. Right knee cap had received surgery. Post surgery, while at home, client attempted to get out of wheelchair and the right armrest on the wheelchair snapped off and client fell reinjuring right knee cap. Family informed us that surgery was again required to "refix" his right knee cap. The chair was exchanged for the client. We were not notified of this event until (B)(6) 2007. (B)(6).